Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was in 160-170 mg/dl range. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.